Event description:
Had pain on her knee [arthralgia]. Had fluid on her knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via sales representative regarding a female patient in her fifties, initials unknown with osteoarthritis. The patient's medical history was not provided. On an unspecified date, in (B)(6) 2013, the patient initiated treatment with synvisc one (hylan g-f 20) injection, at a dose of 6 ml, once into an unspecified location. The lot number for synvisc one was not provided. On unspecified dates, the patient developed pain on her knee an fluid on her knee (knee effusion). It was reported that within the first week after injection, the patient underwent arthrocentesis and unknown amount of fluid was aspirated from an unspecified knee. The patient received treatment with steroid injection for the events of pain on her knee and fluid on her knee. The outcome for both the events was not provided. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician did not provide the relationship between synvisc one and both the events.

Manufacturer narrative:
Qa (quality assurance) investigation result was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.